Manufacturer narrative:
System service will not be performed as the manufacturer representative could not replicate the issue. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the navigation system would not communicate with the ge 9900 imaging system. The site confirmed that the ge system was added to the procedure but it would not establish connection (multiple reboots of both systems with the same issue). The site stated they were able to get the other navigation system at the site to communicate with the ge system. It was also reported by an area sales manager that the account has had several issues with the system. The issue could not be replicated when a manufacturer representative attempted. There was no patient present.